Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) resuscitator was received at our fisher and paykel healthcare regional office in (B)(4) where it was inspected by a trained technician. Our investigation is based on a photograph provided by our office, showing the damage to the returned neopuff. Results: inspection of the photograph revealed that the pip valve adjustment knob was broken. Conclusion: the pip valve adjustment knob appears to have suffered some sort of impact damage. It must also be noted that the subject neopuff is 16 years old. The neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. During valve assembly a bead of loctite 4014 is applied around the full circumference of the retaining ring's outer lip. The valve knob is rotated fully clockwise and anticlockwise, and the valve must move freely and stop firmly at each end of travel. Any valves that do not meet these criteria are rejected. In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken inspiratory peak valve. No patient consequence was reported.